Event description:
It has been reported to us that during the case, the aspiration catheter was advanced over guide wire. The wire broke and tip of catheter separated leaving the distal end of the wire and catheter in the pt. The physician was able to remove the end of the guide wire with a snare and remove it from the pt. The 6f export piece was too small to snare. The marker band is visible in the pt. The product is available for return.

Manufacturer narrative:
(B)(4). Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.